Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 590 mg/dl at its highest). Pump supplies were changed. Boluses and insulin injections were administered to address bg. As the events occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.